Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a low and an urgent low soon alert around a delayed lunch, consumed soda in response, and a subsequent fingerstick measured 104 mg/dl while the sensor nadir was 71 mg/dl; education was provided on treating only confirmed lows, and no device malfunction or component issue was identified. Symptoms included hypoglycemia based on sensor data. Outcomes included no clinical signs, symptoms, or health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.